Event description:
Customer reported getting motor errors on his insulin pump. This started about two months ago. Customer's blood glucose is 207 mg/dl. The motor error occurred during priming. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked and bleeding display glass, a cracked case at display window corners, a scratched display window and a missing end cap sticker.